Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: e3, h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Verbiage for h11: due to characterization limit e1: event site name: (B)(6). Event site city: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use, the cardiosave intra aortic balloon pump, had an alarm related to the light sensor occurred, there was no patient harm or injury.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - e1 (event site address). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that a purchase order for the repair has not yet been obtained. Once repairs are made and more information is available the investigation will be reopened.